Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/5/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that one opened sample that pertains to product code vcp358h was returned for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area was noted to be as expected. The suture was examined, and the end was busted. In addition, the sample was unused. Based on the available information, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information.

Event description:
It was reported that a patient underwent a l4/5 discectomy, llaminoplasty, interbody fusion cage implantation and bone graft fusion on (B)(6) 2023 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. There were no adverse patient consequences reported.